Event description:
Patient injury: our rep reports that during an arthroscopic shoulder repair, 2 versalok anchors did not deploy correctly and pulled out of the bone hole. The surgeon resorted to a mini open and used a bone tunneling and suture technique to accomplish the repair successfully without further issue or harm to the patient. Also see associated MDR 1221934-2009-00399.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.